Manufacturer narrative:
(B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An image reading of the x-rays was conducted by a medical director from this manufacturer and reported the following: "I reviewed the complaint description and x-ray images. I can confirm the nail breakage."

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: revision expert asian femoral nail (a2fn) with reamer irrigator aspirator (ria) performed on (B)(6) 2015. The device was implanted (B)(6) 2012. A2fn was inserted in 2012 has broken due to a non-union. Surgeon was satisfied with the outcome of the procedure. It was reported only the nail broke; the screws were all intact. This is report 1 of 1 for (B)(4).